Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that device used to work, but now it was not. They wore protection, got up many times at night, and couldn't hold it. The patient said their doctor wanted them to turn therapy off for a while and see what would happen. They did not know how to turn it completely off. The agent worked with patient to use their equipment, and the patient was successfully able to confirm therapy was already off and confirmed they still felt tapping or sharp pain in the location of the stimulator. Later in the call, the patient said they felt the sharp pain when they urinated. The agent worked with the pt to turn therapy back on to 0.1 and after a few minutes the patient said they felt tapping. They turned it back off and said they still felt tapping. They were redirected to their doctor. The patient said they would have a virtual appointment or they would see a different doctor. Now they were thinking maybe it was that the muscles were too weak where their bladder was. The patient said the doctor did cat scans and x rays and they told them everything was good amd everything was in place then. It was not out of place. They went to their primary care doctor to get it checked. They did a whole urine analysis and they may also do botox.